Event description:
It was reported that the pt hit their head against some wooden panelling in 10/2003, producing an audible cracking sound. The pt did not respond to sound after the event. A new set of externals was issued the following day but this did not alter the situation, testing was carried out three days later and showed that the device was malfunctioning. The pt was reimplanted eight days later.